Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced no audible alarm. There was 1 event with patient involvement; the patient experienced skin discoloration.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party. There was no remedial action taken. This device is not labeled for single use.